Event description:
Pt sustained severe chest trauma in mva w/bilateral pneumothoraces. Anoxic, no airway and cardio respiratory arrest at scene. Combitube placed. Less than 2 min ventilation through tube #1 (esophageal tube), then changed to ventilation thru tube #2 when determined that tube #1 was insufflating gastric. CPR. In ER bilateral chest tubes placed. Severe sq emphysema. Moderate distended abdomen which increased in ER. Ventilation continued via combitube because intubation would be difficult (possibly impossible) secondary to sq neck emphysema. Transferred to tertiary hosp where positive pneumoperitoneum diagnosed. Emergency laparotomy revealed perforated gastric antrum & gastric walls stretched extremely thin. Tertiary hosp believes perforation secondary to combitube ventilation.